Event description:
It was reported that the plaintiff underwent a right hip revision surgery in (B)(6) 2020 due to advanced metallosis (predominantly in the bursa), metal debris and osteolysis of the greater trochanter. During the revision, a fair amount of bursa was removed. There was a lot of fluid, which was colored serous with a little metal debris in it. The bhr cup and femoral head were explanted and replaced with a total hip system from a competitor manufacturer. The primary right bhr surgery was performed in (B)(6) 2007. The current state of health of the patient in unknown.

Manufacturer narrative:
Internal reference number: (B)(4). H11. Corrected information in b5. Internal reference number: (B)(4).

Event description:
Us legal, it was reported that the plaintiff underwent a right hip revision surgery in (B)(6) 2020 due to advanced metallosis (predominantly in the bursa), metal debris and osteolysis of the greater trochanter. During the revision, a fair amount of bursa was removed. The primary right bhr surgery was performed in (B)(6) 2007. The current state of health of the patient in unknown.

Manufacturer narrative:
Internal complaint reference case (B)(4).

Manufacturer narrative:
H11. The part and lot number of the device involved in the present complaint are still unknown. It was corrected in fields d1, and d4. Internal reference number: (B)(4).

Manufacturer narrative:
It was reported that a right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Since part/lot details for the acetabular cup were not received for investigation no thorough manufacturing record review can be performed. If the products or additional information become available in the future, the tasks will be reopened and performed. A review of the historical complaints data for the femoral head was performed. Using batch numbers to evaluate patterns of repeated failures or defects over the lifetime of the product and using part numbers and the reported failure modes to evaluate patterns of repeated failures or defects in a timeframe prior 12 months as of the complaint aware date. Other similar complaints have been identified for the batch and for the part number and the reported failure mode. However, as bhr systems of this size are no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications upon release for distribution. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. The =46mm bhr resurfacing system has been phased out from the market and as a result there is no live risk management file to review. Therefore, an evaluation of failure modes is not required. A review of historic escalation actions related to the known products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible; no further escalation actions required. The available medical documents were reviewed. The clinical information provided of the metallosis, serous fluid with metal debris, and osteolysis may be consistent with a reaction to metal debris. However, the source and the root cause cannot be determined with the available documentation. It cannot be concluded that the reported clinical findings are associated with the implant failure. Without the return of the devices used in treatment or additional information we cannot advance the investigation or confirm this complaint; our investigation remains inconclusive, and a definitive root cause cannot be determined. Specific factors known to contribute to the alleged fault are excessive physical activity levels, unreasonable stress on replacement system, excessive patient weight. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.